Event description:
A patient who was enrolled in a study underwent a da vinci assisted nipple sparing mastectomy surgical procedure (malignant with one-stage implant reconstruction) with carbon dioxide (co2) insufflation. Intra-operatively, a skin burn was observed on the left breast. After undocking the robot, turning lights on and inspecting skin flaps, there were three sites noted (in the upper outer and upper inner quadrants) where a sub cm blister was noted, evidence of thermal injury sustained during the robotic anterior flap dissection. At the end of the case, nitropaste and xeroform gauze were applied to these areas to enhance perfusion and maintain integrity of the skin flap, respectively. The event is reported as ongoing, no further treatment was provided, and there was no prolonged hospitalization attribute to this specific event. The patient was discharged on post-operative day two. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, not a serious adverse event (sae), there was no prolonged hospitalization attributed to this specific event, not related to a da vinci device, not related to the reconstruction procedure, not related to the patient's pre-existing condition, but definitely related to the nipple-sparing mastectomy (nsm) procedure.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Height - 159 cm., body mass index (bmi) - 22.6 kg/m2.